Manufacturer narrative:
Product complaint (B)(4). Investigation summary: as the surgeon impacted the pinnacle straight impactor to implant the pinnacle cup, the top part of the impactor handle broke off. This is the 6th of these instruments to break in this way. Each time, another one of these instruments breaks, it breaks in the same way at the same point. The first incident was reported back after investigation as ¿user error¿ with the decision, that the surgeon must have not been hitting the impactor dead straight. However, it¿s quite difficult to always hit the end of the impactor dead straight every single time. Therefore, the impactor design doesn¿t seem to account for the fact, that it is being used by humans not robots. The point of breakage is a relatively thin tube of metal, which seems to develop fatigue after repeated use, so that appears to be more of a design flaw, rather than user error. The fact, that there are now six of these impactors that have broken after being impacted with a mallet, which is how they are supposed to be used. Suggests, that perhaps the design is not fit for purpose. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed, the threads on the distal end of the pinn straight cup impactor, were broken. The broken fragment was returned for evaluation. The investigation was able to confirm, the reported event. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. The overall complaint was confirmed. As the observed, condition of the pinn straight cup impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that as the surgeon impacted the pinnacle straight impactor to implant the pinnacle cup, the top part of the impactor handle broke off.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.